Event description:
Medtronic received information that 2 years 11 months and 12 days following the implant of this transcatheter bioprosthetic pulmonary valve the valve was revised. A different transcatheter pulmonary valve was implanted. The reason was not provided. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the device was not returned, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.